Event description:
It was reported that the customer had high blood glucose and the insulin pump alarmed no delivery. Customer's current blood glucose was 138 mg/dl. Customer stated had no delivery alarm. Customer stated changed complete set and was resolved. Troubleshooting was done. Customer's blood glucose was 300- 400 mg/dl. Customer treated high blood glucose with needle. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).